Event description:
0.014" high torque floppy guidewire entrapped in coronary stent. Advanced cardiovascular systems guidewire broke leaving 1-2 cm long fragment not removed. Pt had a myocardial infarction 2 months later.